Event description:
An ffr wire was left in the pt after fractional flow reserve and pci performed. Ffr was performed in the lad. Ffr of lad was negative. Md then decided to move forward with pci of diagonal. Ffr wire was moved to diag for pci portion of procedure. A bmw wire was inserted for procedure as well. Md pre-dilated, stented and post-dilated diag with ffr wire still present- not an uncommon practice. When pci was finished, md went to take ffr wire along with bmw wire and all over wires/balloons out of pt. That is when he noticed that the radiopaque portion of the ffr broke off and still remained in the pt's diag. Md decided the risk would be too high to remove the ffr wire and decided not to try and retrieve wire.